Manufacturer narrative:
Approximate age of device - 1 year and 5 months (calculated from the date the mobile power unit was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device interrogation revealed multiple no external power alarms. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported no external power events that appeared to have occurred while the vad was connected to a mobile power unit (mpu). These events may have potentially been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During these events the system controller's internal battery supplied power to the pump as designed. No other unusual events noted in the log file. No additional was information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the mobile power unit (mpu) was not returned for analysis and remains in use. The report of a no external power alarm while connected to a mobile power unit (mpu) was confirmed based on the information recorded in the log file. The log file provided by the customer contained events recorded from (B)(6) 2018. There were two incidents of a no external power alarm recorded. The first was recorded on (B)(6) and it appears to be a result of simultaneous power lead disconnects while the patient was switching power sources. The second incident was recorded on (B)(6). The associated voltage levels indicated that system was powered by a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The log file data also revealed that a driveline fault alarm became active on (B)(6). The alarm remained active until the end of the log file. A specific root cause for the no external power alarm while on a mpu was not able to be determined. According to the additional information the patient had alarms initially on mpu and the alarm stayed on when he connected to batteries as well. Patient is at home with no more alarms, we had switched him to his back up pocket controller and alarm did not return. We are monitoring for any new alarms from a distance, no further alarms reported. No further information was provided. The manufacturer is closing the file on this event.